Event description:
On (B)(6) 2010, I had the essure procedure done. Since (B)(6) 2010, I have been diagnosed with pcos, I have had to see a rheumatologist for lupus (which turned out I did not have, just have the symptoms of it), I have been diagnosed with arthritis, and continue to have horrible pains in my abdomen that are constantly there and terrible, heavy periods, that thankfully only last 2-3 days. Almost immediately after (B)(6) 2010, I began to develop severe, cystic facial acne and facial hair. I went to see a few dermatologists and finally my endocrinologist (who I see for my thyroid disease that I was diagnosed with in 2004) diagnosed me with pcos and put me on bcp. It did help a little but had other side effects that I didn't like so I stopped taking it in (B)(6) year. In 2011, I began to suffer from a lot of joint pain and swelling. I began to suffer from migraines with one per month then it got to two per month. I was given an MRI and a pituitary tumor was found. In (B)(6) of this year my lymph nodes began to swell starting in my groin and they moved up my body. I have swollen lymph nodes in my groin, armpits, collarbone, under my chin, behind my ear, and on the back of my neck. I was sent to dr after dr to try and figure out why they were swollen. I have finally been told that my body is trying to fight the essure coils off as if they are an infection since they are not in the correct location. Around (B)(6) of this year I also began to itch like crazy. All over my body. I got hives and my skin itched. From (B)(6) to now I have lost a total of 32 lbs without trying too hard. It has always been very hard for me to lose weight and all of a sudden it's melting off of me. My hair began to fall out in clumps beginning in (B)(6) of this year. On tuesday, (B)(6) 2013, I had a transvaginal ultrasound done which showed one essure coil has perforated my tube and is partially in my tube the other coil is completely in my uterus.